Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown allofit liner on an unknown date. A revision surgery was planned for unknown reasons. At the time of this report, it has been known that the patient was revised on (B)(6) 2015.

Manufacturer narrative:
Additional information was received on august 12th, 2015 (no revision performed). Should additional information become available, an amended medical device report will be submitted. (B)(4).

Event description:
It was now reported that no revision surgery occurred. The revision surgery has been delayed while hospital is figuring out what next steps make the most sense (e.g. Removing the entire shell vs. Obtaining a compatible liner).

Manufacturer narrative:
The DHR check could not be performed as the lot number was not available. Trend analysis was not performed as no reference number was available. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: it was reported that a liner of an allofit hip implant was revised on (B)(6) 2015 and a revision surgery of the allofit is planned. Reason of the planned surgery is not know. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).